Manufacturer narrative:
It was determined the infection had not spread to the lead. There is no alleged stated deficiency or malfunction of this device.

Event description:
Additional information indicates the patient was explanted due to an infection at the ipg site, and it was determined the infection had not spread to the lead. There is no alleged stated deficiency or malfunction of this device.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00518. It was reported the patient experienced an infection at the ipg site which spread to the lead. As a result, surgical intervention was undertaken wherein the system was explanted. The infection has since been resolved.